Event description:
Customer reported that her adc blood glucose meter does not start after sample applied. Customer further reported subsequently experiencing weakness, confusion, and fell 3 times and hit her head and shoulder. Paramedics were called and responded. Paramedics tested the customer's blood sugar level on their meter and received a reading of 43 mg/dl. Customer was transported to the hospital and was seen by the doctor. Customer was diagnosed with hypoglycemia and was treated with glucose intravenously. Customer was also given actoplus, diovan, aspirin, bystolic, prandin, simvastatin, and metformin. Customer denied self-treatment. On the next day, customer's adc blood glucose meter still does not start after sample applied and the customer was transported back to the hospital by the paramedics due to confusion. Customer received an x-ray. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.